Event description:
The customer reported being admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 900mg/dl. The customer stated been sick for twenty four hours with nausea, vomiting, could not pass any food, and could not measure her glucose level at the time. Troubleshooting was performed. The time, date, and settings on the insulin pump were correct. Ran a fixed prime test and passed. The customer stated that the doctor recommended having the insulin pump replaced. Advised the customer to stay on the back up plan until the replacement of the device arrives. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with cracked case on the display window and cracked battery tube threads. After testing it was concluded that the device operated within specifications.